Event description:
On (B)(6) 2025 ¿ the end-user¿s caregiver reported a low bg event with readings as low as 53 mg/dl. The ilet issued repeated alarms. A confirmatory bgm measured 72 mg/dl, which was entered into the ilet. The user was treated with orange juice and a glucose tablet. Bg rose to 86 mg/dl by the end of the call. The ilet report showed multiple breakfast meal announcements on the previous day, contributing to the low. The event resolved without medical intervention.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.